Event description:
The initial reporter performed a method comparison with 19 patient samples tested on coaguchek xs meter serial number (B)(4) compared to the dade innovin laboratory method. Of the data provided, the results for 1 patient sample were discrepant. The result from the meter was 4.9 inr. The result from the laboratory was 3.56 inr. The patient¿s therapeutic range was requested but not provided.

Manufacturer narrative:
The test strips were requested for investigation. The test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.